Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead revision procedure. Prior examination via chest x-ray revealed ra lead dislodgement. No additional electrical malfunctions were reported. During the revsion procedure, the ra lead helix was unable to extend or retract. The ra lead was explanted and replaced on (B)(6) 2023. No patient consequences were reported.